Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eri. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eri earlier than previously estimated.

Event description:
Boston scientific received information that this device had a magnet rate 90 ppm with 2.5 years of remaining longevity. Device output was 5.0 volts; however, threshold measurements were mostly 1.3 mv. A boston scientific technical services consultant discussed the magnet rate and longevity display was not latched and could vary depending on device usage. A longevity calculation indicated 13.1 years from implant to elective replacement time (ert). The caller stated they will perform transtelephonic monitoring in three months and if the magnet rate was still at 9.ppm, then they will follow the patient on a monthly basis. The device was explanted eight months after the initial observations were reported for normal battery depletion. No adverse patient effects were reported.